Event description:
It was reported that a tct75 and a trt75 were used during an unk procedure. Ti was reported by the affiliate that when the surgeon was about to use the instrument, the staples fell out of the cartridge. A spare cartridge was tried and the same thing happened. The staples fell into the pt, but were retrieved.